Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the ins stopped moving around and is not uncomfortable or bothersome anymore. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for other non-malignant pain. The patient reported that their implantable neurostimulator (ins) has not been in use for several years but is still implanted. They stated that sometimes when they sleep on their back all day, the ins hurts. The patient also mentioned that the ins is shifting around in their back and moves a little bit. They indicated that this has been occurring for the last couple weeks. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.